Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited oversensing noise when connected to both device and pacing system analyzer (psa) respectively. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.